Event description:
According to the reporter: customer states that this item is defective. There are 9 sutures with the same lot number that fell apart. Injury: no, death: no, is sample available: no. Add'l info has been requested.

Manufacturer narrative:
(B)(4).